Event description:
Procedure: unknown. Reportedly, the tacks would not eject one at a time. As the surgeon continued to try and use the device; five tacks fell out of the device at one time, falling into the patient surgical cavity. The tacks were removed without difficulty. Continued to use same device to finish the procedure. No patient injury reported.